Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report numbers 3012447612-2020-00629 thru 3012447612-2020-00642.

Event description:
It was reported that the patient is having a possible allergic reaction to some spinal implants. The installed implants include an epic construct and a breckenridge cage. The patient is allergic to nickel and may be sensitive to cobalt chrome. Allergy tests are on-going and a plan for care has not yet been made. This is report five of 14 for this event.

Manufacturer narrative:
Corrected information in b5. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that the patient is having a possible allergic reaction to some spinal implants. The installed implants include a pedicle screw construct. The patient is allergic to nickel and may be sensitive to cobalt chrome. Allergy tests are on-going and a plan for care has not yet been made. This is report five of 14 for this event.

Event description:
It was reported that the patient is having a possible allergic reaction to some spinal implants. The installed implants include a pedicle screw construct. The patient is allergic to nickel and may be sensitive to cobalt chrome. Allergy tests are on-going. This is report five of 14 for this event. New information received: a CT scan found that the tip of the left l4 pedicle screw protrudes beyond the vertebral cortex by about 7mm. The tip abuts the left common iliac vein. There is solid bony fusion across these discs. No evidence of hardware loosening or infection. Lumbar spine sagittal alignment is normal. Vertebral heights are normal. The other disc heights are maintained. No acute fracture or suspicious bone lesions. The patient confirmed that the left leg is the leg that she continues to have pain and possible allergic reactions in. A revision surgery is expected to be performed to remove the posterior fusion construct.

Manufacturer narrative:
D4 UDI number: only the gtin is available since the lot number is unknown. Additional information: a2. Corrected information: b2, b5, b6, b7, d4 UDI number, g1, and h6: clinical, device problem, and health impact codes. This report provides new information received from the patient. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Manufacturer narrative:
Corrected information: b5, e4 and h6: device problem code. This report provides new information received from the patient via mw5162134. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that the patient is having a possible allergic reaction to some spinal implants. The installed implants include a pedicle screw construct. The patient is allergic to nickel and may be sensitive to cobalt chrome. Allergy tests are on-going. This is report five of 14 for this event. New information received: a CT scan found that the tip of the left l4 pedicle screw protrudes beyond the vertebral cortex by about 7mm. The tip abuts the left common iliac vein. There is solid bony fusion across these discs. No evidence of hardware loosening or infection. Lumbar spine sagittal alignment is normal. Vertebral heights are normal. The other disc heights are maintained. No acute fracture or suspicious bone lesions. The patient confirmed that the left leg is the leg that she continues to have pain and possible allergic reactions in. A revision surgery is expected to be performed to remove the posterior fusion construct. The patient submitted mw5162134 in association with this event. In it, the patient reported that the screws are pulling out.

Event description:
It was reported that the patient is having a possible allergic reaction to some spinal implants. The installed implants include a pedicle screw construct. The patient is allergic to nickel and may be sensitive to cobalt chrome. Allergy tests are on-going. This is report five of 14 for this event. New information received: a CT scan found that the tip of the left l4 pedicle screw protrudes beyond the vertebral cortex by about 7mm. The tip abuts the left common iliac vein. There is solid bony fusion across these discs. No evidence of hardware loosening or infection. Lumbar spine sagittal alignment is normal. Vertebral heights are normal. The other disc heights are maintained. No acute fracture or suspicious bone lesions. The patient confirmed that the left leg is the leg that she continues to have pain and possible allergic reactions in. A revision surgery is expected to be performed to remove the posterior fusion construct. The patient submitted mw5162134 in association with this event. In it, the patient reported that the screws are pulling out.

Manufacturer narrative:
H6 additional investigation type code: 4110. Corrected information in h6: investigation type, results, and conclusion codes. Inspection: the device remains implanted, so a physical examination cannot be performed. A CT scan image was provided which shows the pedicle screw at left l4 is protruding out of the front of the vertebral body. DHR review: the lot number is unknown, so the DHR is unable to be reviewed. Potential root cause: a definitive root cause cannot be determined with the information provided. The screw protruding beyond the vertebral cortex may have been caused by the screw placement and trajectory being incorrect during the initial surgery. The screw pulling out of the bone may have been a result of higher than normal forces being placed on the screw and closure top by the rod. The cause of the allergic reaction is still unknown. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Manufacturer narrative:
Information added to d8 and h6: component, investigation type, findings, and conclusions. This follow-up report is being submitted to relay additional information. Summary: the complaint is unrefuted for the vitality construct causing an allergic reaction. Medical records were not provided for review. Device evaluation: product was not returned as it remains implanted. A device evaluation could not be performed. Potential cause: root cause was unable to be determined with the available information. DHR review and related actions the lot numbers were not provided, so the DHR review could not be performed. Device use: these devices are used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that the patient is having a possible allergic reaction to some spinal implants. The installed implants include an epic construct and a breckenridge cage. The patient is allergic to nickel and may be sensitive to cobalt chrome. Allergy tests are on-going and a plan for care has not yet been made. This is report five of 14 for this event.